Manufacturer narrative:
Batch review performed on 05 jun 2019: lot 145429: (B)(4) items manufactured and released on 10-oct-2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event (complaint (B)(4)). Clinical evaluation performed by medical affairs manager: femoral component revision surgery occurred 4 years after cementless total hip arthroplasty in a heavy ((B)(6) kg), young ((B)(6) year old) man. Radiographic images provided show the presence of radiolucent lines around the stem and signs of stress shielding suggesting radiological mobilization. No information concerning patient general health and comorbidities is available. The reason of stem loosening cannot be determined.

Event description:
On (B)(6) 2019 we were alerted that a revision surgery has been performed on (B)(6) 2019, 4 years after primary, due to stem loosening. The stem was hyperfixed distally on the bone.